Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the battery gauge was intermittently observed to be fluctuating, which led to a pump shutdown. There was no reported adverse impact to the customer's blood glucose (bg) level. The customer continued to use the pump for insulin therapy.